Event description:
It was reported that the programmer exhibited a diagnostic anomaly of calculating the expected battery longevity when the patient presented in the clinic for follow up. The device battery longevity was noted to be correct when it was interrogated by the technical service center. The patient was stable. No intervention was performed and the patient will be monitored continuously.